Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer reverted to an alternate method insulin therapy. There was no adverse impact to customer¿s blood glucose level.